Event description:
The pt received an scs system on (B)(6) 2008. It was reported on (B)(6) 2011 that pt has stimulation, and frequent charging. Pt normally charges every 3-4 months, but after last recharge, ipg completely depleted after one month. Attempts made to gather add'l info was unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.